Event description:
It was reported that the right atrial (ra) lead had undersensing, no capture, and was noted to pace the ventricle at high atrial output. The ra lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual lead was not received for evaluation; however, performance data was collected from the device and analyzed. No anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 implantable pacing lead, (B)(6) 2010. (B)(4).